Event description:
It was reported that difficulty removing/ withdrawing the stent delivery system from the guide catheter and stent dislodgement occurred. Vascular access was obtained via radial artery. The 90% stenosed concentric de novo 14x3.0mm target lesion contained >=90 degree bend and was located in the mildly tortuous and mildly calcified left circumflex artery. A 6f non-bsc guide catheter was inserted through the vascular access and a non-bsc guide wire was advanced towards the lesion. Following predilation with a 15x2.0mm non-bsc balloon catheter, a 3.00x16mm promus element drug eluting stent was advanced through the guide catheter and subsequently got stuck to the tip of the catheter. The physician attempted to withdraw the stent delivery system but only the delivery balloon came out and the stent eventually dislodged. The stent was initially visible stuck on the distal tip of the catheter and the physician pulled the entire system at once successfully. However, the stent was left inside the radial artery. The physician then inflated the balloon and implanted the stent into the radial artery. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).